Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a faulty mpu producing making a beeping alarm, was not observed or duplicated when the returned unit was evaluated by technical service. The customer reported that the beeping started after a storm occurred. No operational issues were found when the unit was checked. The reported audible beeping tone was not observed or duplicated. The mpu patient cable was replaced due to wear. The unit was functionally tested and returned to the customer. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook. Transferring from the mpu to another power source (battery operation) during a power failure is documented in the heartmate ii lvas patient handbook. Switching power sources is documented in the heartmate ii lvas patient handbook on p.93. Specific warnings and cautions regarding the mpu's set up and the electrical outlet used (including location and accessibility) are given in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the mpu stopped working during a storm. The site communicated that the unit beeps when plugged in even when they changed out the batteries in the unit. The unit was returned for repair.